Event description:
It was reported that tip detachment occurred requiring additional intervention. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. The 90% stenosed target lesion was located in the non-tortuous and moderately calcified right coronary artery (rca). A 300cm pt2 guidewire was selected for use. The physician attempted to cross the lesion with the wire; however, when the physician pulled back to redirect the wire, the tip of the wire broke off and remains in the proximal rca. No attempt was made to retrieve the wire because it was imbedded into the plaque. Another of the same device was used and a stent was implanted over the wire fragment, leaving the wire jailed within the arterial wall. The procedure was completed successfully. No patient complications were reported, and the patient condition was good post-procedure.